Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while out walking. The patient's heart rate had reached 150 bpm, but due to t-wave oversensing and smart pass being off, the shock was delivered. A similar inappropriate shock episode occurred the following day. The patient was hospitalized for evaluation. It was noted the patient has a concomitant cardiac resynchronization therapy pacemaker (crt-p) implanted, with no right ventricular (rv) lead; pacing is provided by the left ventricular (lv) lead instead. The patient was seen and the lv lead was reprogrammed to a different vector. Then the automatic setup was ran on the s-ICD, where the primary sensing vector was selected by the device. Troubleshooting was performed with patient movements and only some myopotential noise was created, which was sensed appropriately. The patient was discharged to home with a next follow up planned for in six weeks. A request was made for technical services to review the device data. Technical services reviewed the episodes and data from troubleshooting and agreed with reprogramming the sense vector to primary at a gain of 2x to better classify the myopotential noise, as well as increasing the rate cut offs from 200/230 bpm to 210/25 bpm. It was noted smart pass had disabled in (B)(6) 2020. It was recommended to program smart pass back on and monitor the patient in the remote monitoring system. No adverse patient effects were reported outside of the inappropriate shock therapy. The device remains implanted and in service.